Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse is reporting during cataract extraction with intraocular lens implant the footswitch presented a problem. The console was exchanged to complete surgery with no harm to the pt. Additional info has been requested but none has been received to date.